Event description:
It was reported by the clinic that a carelink "red alert transmission" occurred at 440am on (B)(6) 2010 for the number of shocks delivered in an episode. It was not received by the clinic until after 4pm that same day. "There was a phone line issue that prevented the monitor from connecting to the network." The clinic reported that the patient had expired. There is no allegation from the health care professional that the death was device related. Follow up revealed the patient "was a sick man" and the cause of death was renal and heart failure. Last device check was (B)(6) 2010 and everything was fine other than rising impedances to 1520 ohms. The physician planned to "proactively replace the 6949 lead" due to the rising impedances. It was also reported the patient had quite a bit of vt that had been appropriately treated - "no problems with the lead or the device performance."

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.